Event description:
It was reported that the customer's insulin pump had a blank display after a battery change. There was no significant event reported leading up to the problem. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 186 mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump had a blank display due to faulty battery tube. Insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. Unable to verify operating current due to blank display. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.